Event description:
It was reported that the patient, implanted in 1998, visited the hospital for a technical check as the hearing performance had changed. The patient heard a crackling sound, and the loudness was quiet. Re-implantation is considered, the date is not yet stipulated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.